Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient's dexcom app and omnipod 5 insulin pump showed "low." She didn't have a glucometer. She said that she doesn't recall having any symptoms. She went with her father to the hospital. It was found that the bg fs was 800 mg/dl and she was in dka. The doctor already took off the cgm by the time she was assisted at the emergency room (ER). She was admitted in the ICU for 5 days and was transferred to a general room and was discharged on (B)(6) 2025. During her stay she was given IV fluids, insulin drip and was constantly monitored. She's feeling fine upon discharge and reading 110 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.